Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported an issue with the infusion set as it did not stick in. Reportedly, her blood glucose level was 497 mg/dl at the time of incident and she self- treated her with a bolus. It was stated that, emergency medical service was dispatched because of her high blood glucose level and subsequently she was hospitalized due to diabetic ketoacidosis and for excessive vomiting. The patient received an unspecified treatment via intravenous route. She was hospitalized for more than 2 days and was in the intensive care unit at the time of this report. Currently, her blood glucose level was not reported. No further information available.